Event description:
The customer reported to olympus, the bronchovideoscope had a channel leak. The issue was identified during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the connecting tube has peeling coating (more than 1 mm2). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the finding in b5 is as follows: the channel leak waterproofing was not possible due to a broken channel tube, the insulation resistance of the leading edge did not meet the specification due to the breakage of the a-rubber, the angle of curvature in the up direction did not meet the standard due to wear of the angle wire, the suction volume did not meet the specification due to a broken channel tube, the lg lens was cracked, el-connector had corrosion due to leakage, the connecting tube was wrinkled, and the connecting tube was dented. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Correction to b5, e2 and e3 of the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely due to physical/chemical stress applied to the insertion site during user handling that caused the coating to peel. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.2 ¿inspection of the endoscope¿ 5. ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
The issue was identified during preparation for use for an unspecified diagnostic procedure.